Event description:
The doctor claims that the graft was used for the patient as an infusion port connected to percutaneous cardiopulmonary support (pcps). "Oozing" was noticed from the graft's wall and suture holes. The "oozing" lasted the length of the pcps procedure (approximately 4 hours). The amount of blood lost through the graft is unknown and unattainable. Since the graft was only used for the pcps procedure, it was not left in the patient. There was no injury to the patient. The patient is doing well.